Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 1 to solve the reported errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, all searchlight, cva, and hall sensor assemblies were inspected, but no faults could be identified. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. It was concluded that no root cause could be attributed to this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, when initialize the system, it displayed error 22028 on universal surgical manipulator 1. There was no report of patient injury.